Event description:
It was reported difficulty was encountered deploying this biliary stent in the iliac artery. During attempted removal of the delivery system and partially depolyed stent, the pt complained of discomfort. Uneventful surgical removal followed and an aortic femoral bypass graft procedure was performed. The pt's condition is good. The user facility will not release this device for evaluation. Therefore no failure analysis is available. This device was used in a non-indicated procedure, iliac stent placement. It was indicated the guidewire used was .014 rather than the recommended .038 wire. Therefore, co believes the above factors may have contributed to this event. However, without evaluating this device co is unable to determine the exact cause for this event. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms...pass a .035" guidewire of appropriate length transhepatically into the duodenum."